Event description:
It was reported that the patient experienced inadequate pain relief due to high impedances on the right occipital lead. Program optimization was attempted and was not successful. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. (B)(6). UDI: (B)(4).